Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted 3dmax device. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax and a bard/davol ventrio. As reported, the attorney alleges the patient was injured on (B)(6) 2014. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax and a bard/davol ventrio. As reported, the attorney alleges the patient was injured on (B)(6) 2014. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2014 - patient was diagnosed with bilateral inguinal hernias and umbilical hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (left - device #1 & right - device #2) for bilateral inguinal hernias and ventrio mesh (device #3) for umbilical hernia. Per operative notes, ¿the floor of the left inguinal canal was dissected and a large bard preformed mesh (device #1) was placed in the preperitoneal space and tacked. The right inguinal canal was dissected and a large bard preformed mesh (device #2) was placed in the preperitoneal space and tacked. A moderate sized umbilical hernia was identified and a piece of bard mesh (device #3) was placed into the preperitoneal space and sutured circumferentially.¿ on (B)(6) 2016 - patient was diagnosed with symptomatic recurrent incisional umbilical hernia thereby underwent lysis of adhesions and laparoscopic repair with the explant of ventrio mesh (device #3). Per operative notes, ¿the fatty adhesions were taken down sharply and there was obvious extremely large periumbilical hernia. There were piece of intestine, which was stuck in this hernia and the mesh was somewhat floating in the hernia sac. The mesh was fully freed up and removed. A synthetic mesh was laid below the fascia over defect and secured using absorbatack and protack.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio mesh device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. The patient's attorney did not make any allegations regarding the implanted 3dmax device. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 1 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, obstruction, adhesion and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesion and pain as possible complications. Updated fields: a2, a4, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b, e3, g1, g3, g6, h2, h6, h10, h11 corrected field: b3 (date of event) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.